Event description:
During an incident in 1999, involving a male patient, this defibrillator shocked once and then gave a "low battery" message. The unit would not analyze. The crew replaced the battery with a fresh one and would have been able to treat the patient, but the paramedics arrived and took over patient care. The patient had a pulse and was transported to a hospital where he was pronounced.

Manufacturer narrative:
The defibrillator in question was not returned for evaluation. The customer found that their battery charger was bad and purchased a new battery charger. They believe this defibrillator is operational for patient treatment. This unit has been returned 3 times since this report for preventative maintenance with no problems reported.